Manufacturer narrative:
Evaluation summary: the cable has not been sent in for evaluation. MFR has left several messages with user facility contact, and no correspondence has been made. If device eventually gets sent in for evaluation and further conclusion can be drawn, an addendum to this initial report will be submitted. No conclusion can be drawn at this time.

Event description:
A monopolar electro-surgical cable was in use during a laparoscopic procedure. When power was applied, the cable sparked and destroyed the cable on the female end of the cable. The l-hook that was attached to the female end of the cable was destroyed as well. Another cable and instrument was substituted immediately to complete the case. No patient injury was reported.